Manufacturer narrative:
(B)(4). This lot was manufactured from october 4, 2012 to october 5, 2012. Evaluation summary: a visual inspection of the returned device was performed and showed no signs of blockage or abnormality that could have caused the reported problem. The device was filled with water for a functional test, and continuous flow was observed from the distal luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This was noted during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.